Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump was not delivering boluses. The logs show boluses were delivered. The customer continued to use the pump for insulin therapy.